Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injecting with juvéderm® volift® with lidocaine in the marionette lines and nasolabial fold area. One month post-injection, patient experienced edema on the right side of the face, "especially in the zygomatic region" with the appearance of nodules in the lips, chin, eye area, and other unspecified sites. Patient was treated with antibiotics and corticosteroids with slight improvement. Thirty days later, edema appeared on the left side of the face, "notably in the periocular region" with an increase in nodule size. Patient was prescribed postec which provided slight improvement of symptoms. Patient noted 13 months post-injection, symptoms are resolving. Patient additionally noted they were dissatisfied with the procedure.